Event description:
The pt expired approximatey 122 days after the index procedure. The event was reported to be: a mace event, cardiac death of other cause, sudden death, a severe event and fatal. There was no intervention or hospitalization performed. The indication for the index procedure was a recent q-wave myocardial infarction (mi) (<=24 hours). Thrombolytics were not given. The pt was found to have single vessel coronary disease, and a protected left main coronary artery (lmca).